Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis with culture (B)(6) in patient coincident with dianeal pd2 ambuflex and extraneal viaflex therapies. During a call with baxter customer service, the following was reported. The nurse clarified that on an unreported date in 2011, the patient was diagnosed with peritonitis and was hospitalized on an unreported date in 2011. The nurse confirmed that the infection reported by the consumer was the same event as peritonitis. The patient was treated with amoxicillin and vancomycin, intraperitoneal (ip), 1 gram every 3 days. At the time of this report, the patient received 3 doses of ip vancomycin. In 2011, the patient had recovered from the event and was discharged from the hospital. Dianeal and extraneal therapies were ongoing. The nurse stated the peritonitis with culture (B)(6) was not related to dianeal and extraneal therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed and the cause was not identified because the disposable set was not returned to baxter, a batch review was not performed. Baxter has received similar reports for the reported problem. Additional investigation is being conducted through renq-CAPA-(B)(4)/ncr number (B)(4).